Event description:
During a site visit to the facility to evaluate communication errors and channel disconnect events, an anecdotal report of a channel disconnect event was received from the customer. Customer reported a channel disconnect event occurred when transporting a pt emergently to the operating room, the bumps getting on the elevator resulted in a channel disconnect. No pt harm reported and no medical intervention required. No additional patient event info provided by the user.

Manufacturer narrative:
(B)(4). No product return expected. The device involved in the incident were not sequestered. During the site visit, it was found that the male and female iui connectors on many devices contained damaged ribs, corrosion, contamination, film and debris that are known to effect device-to-device communication. It was discovered that the male and female iui connectors were not being cleaned and replaced according to manufacturer's recommendations. Because of the site visit findings, the customer inspected and replaced as needed the male and female iui connectors on their alaris devices to address reported communication errors and channel disconnect events.